Event description:
It was reported that a male patient (B)(6) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. About five minutes after cavotricuspid isthmus (cti) ablation was finished, and during block line check, the patient had a decrease in blood pressure. Pericardial effusion was confirmed by echography, so drainage was performed. The patient was left from the room with blood pressure recovered and the procedure completed. The patient condition has improved. The patient¿s hospitalization was not prolonged and the patient was discharged from the hospital. Atrial septal puncture was performed using an rf needle. There was no reported steam pop. All cti ablations were conducted with 35 w and a flow rate: 20 ml/min. The physician¿s judgement on patient injury was that it was non-serious. The physician commented that when ablation information was checked after the procedure, contact force (cf) of visitag conducted ablation at the time of decreased blood pressure was 11 -70 g and ave. 31 g, which were clearly higher than other tags. The generator used in the case was smartablate. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard with tag index. They also commented that the causality was unknown. No medical history or ongoing disease. The physician commented that the relationship between this adverse event and products was unknown. No relevant tests, laboratory data, or relevant history. An rf needle was used for transeptal puncture. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The parameters for stability used for the visitag were 3mm, 3sec, 25%, 2mm. Respiration additional filter was used with the visitag. Tag index color option was used prospectively. The acunav did not cause or contribute to the pericardial effusion. Since the event (CT) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. This issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 21-apr-2022. It was reported that a male patient (57 kgs) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. About five minutes after cavotricuspid isthmus (cti) ablation was finished, and during block line check, the patient had a decrease in blood pressure. Pericardial effusion was confirmed by echography, so drainage was performed. The patient was left from the room with blood pressure recovered and the procedure completed. The patient condition has improved. The patient¿s hospitalization was not prolonged and the patient was discharged from the hospital. Atrial septal puncture was performed using an rf needle. There was no reported steam pop. All cti ablations were conducted with 35 w and a flow rate: 20 ml/min. The physician¿s judgement on patient injury was that it was non-serious. The physician commented that when ablation information was checked after the procedure, contact force (cf) of visitag conducted ablation at the time of decreased blood pressure was 11 -70 g and ave. 31 g, which were clearly higher than other tags. The generator used in the case was smartablate. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard with tag index. They also commented that the causality was unknown. No medical history or ongoing disease. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30684904l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).